Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and additional device information received. A titan touch pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed no functional or visible abnormalities with the pump, cylinders or reservoir. Because the available information did not indicate what factors may have contributed to the reported event of "torn tubing near pump," and because no functional abnormalities were noted, quality cannot determine the true cause of this reported event. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3733353. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information titan otr was explanted due to torn tubing near pump.